Manufacturer narrative:
H2, h3, h6: software analysis was performed. Codes b01 and c19 are applicable, as is previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the site has faced issue in multiple long segment spine fixation cases. Inaccuracy were faced in cases performed on 31st july, 1st august, 8th august, 12th august. All of these were cases where fixation was for more than 2/3 levels. There was approximately 5mm in inferior and superior directions, gross inaccuracy in medial and lateral directions. The clinical workflow for l1-l5/s1 procedures were as follows: the navigation system was position on the caudal end. There was adequate exposure of l1-s1 levels. Short clamp and stealthair reference frame on s1 spinous process. The clamp held the spinous process snuggly. They checked for serrations on the clamp and the appeared to be sharp enough to hold the spinous process. There was a low dose or standard 3d spin was taken with a patient in apnea. Immediately post the 3d spin, the surgeon started with screws. They used the orange and grey navlocks with awl sharp, thoracic probe, 4.5mm legacy cannulated tap followed by screws. They have observed the case with the same workflow. Immediately after the spin they asked the surgeon to check the accuracy at each level. They used all three instruments to check the accuracy. At l1-l2 levels there was an error of 2mm to 3mm. They put the instrument at spinous process, lamina, pedicle entry and the instrument was seen to be in air or at different location other than the anatomy. They have observed the farther they go from the reference frame the error was displayed in the navigation. L3-s1 accuracy showed perfect at the same time. They were having received complaints from the surgeon mentioning the same described issue in multiple cases of similar long segment fixations.

Manufacturer narrative:
See 1723170-2025-03149 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic was made aware of multiple occurrences of inaccuracies that occurred on this system. Medtronic was not made aware of these as they occurred, but after the fact. The following reports are related to this event: 1723170-2025-03043, 1723170-2025-03044, 1723170-2025-03046, and 1723170-2025-03149. Servicing was complete and documented in regulatory report # 1723170-2025-03149. H2 additional information: d10 and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356 solid state drive, serial lot/sw version: - product ID: 9735821 camera, serial lot/sw version: - img code g0200702 applies to the solid state drive and g05001 applies to the camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an inaccuracy during the procedure.